Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 417 mg/dl. Customer was experiencing high blood glucose symptoms like nausea, vomiting, thirsty and blurred eyes. Insulin was exited from tubing and insulin pump alarmed. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.